Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 25 occurred when attempting to load a cartridge onto the pump. There was no reported impact to the customer's blood glucose level. As the event had occurred in the past, tandem technical support was unable to troubleshoot. The customer was able to load a new cartridge successfully.